Manufacturer narrative:
The returned device showed a pusher body to shaft nylon joint bond failure. Review of the device history record for this lot did not produce any findings relevant to this report. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)"

Event description:
A physican attempted an arteriotmy using starclose device. The safety release button would not release and the physician manually removed the device with force. Closure was achieved with manual compression.